Event description:
(B)(4). Same case as 2134265-2011-05709. It was reported that following a coronary artery stenting treatment procedure, the patient experienced chest discomfort. The lesion being treated was located in the proximal left anterior descending artery. The lesion was 2.4 mm long with a 2.80 mm diameter and 57% stenosed. The physician pre-dilated the lesion with a 2.5x15 mm balloon to 20atm. The physician implanted a 2.5x20mm and 3.0x12mm taxus express2 stents. Post-dilatation was performed with 2.5x15mm balloon to 20atm. Ivus was performed and it was confirmed that stent was implanted well. Residual stenosis was 0% and there was no gap between two stents. In (B)(6) 2010, the patient experienced chest discomfort, was hospitalized and underwent aortic valve replacement and bypass graft surgery on (B)(6) 2011. The patient was discharged on aspirin and panaldine. At the 3 year follow-up, no angina was reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure the target lesion in the proximal right coronary artery was a de-novo lesion with reference vessel diameter of 3.00 mm, a length of 30.0 mm and 90% stenosis that was treated with deployment of a 3x24mm taxus express stent and a 2.5x24 taxus express2 stent. The lesion was post-dilated however pre-dilatation was not performed. Residual stenosis became 0%. Timi flow grade improved from 2 to 3 through the procedure. The previously reported mid lad was a de-novo lesion with reference vessel diameter of 3.00 mm, a length of 15.0 mm and 90% stenosis and was post-dilatated. The lesion was not pre-dilatated. Residual stenosis became 0%. Timi flow grade improved from 2 to 3 through the procedure. The patient was discharged with no complications on plavix and bayaspirin. At the time of the event, restenosis in the mid lad associated with ischemic symptom was confirmed and pci was performed. The lesion located in the mid lad with reference vessel diameter of 3.5mm, a length of 15mm and 90% stenosis was treated with deployment of a promus stent. Residual stenosis became 0%. Timi-3 remained unchanged throughout the procedure. Restenosis was confirmed at the proximal edge through angiography.